Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field h1: type of reportable event. F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of high out-of-range impedance allegation and subsequent surgery, were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to acute high out-of-range impedance measurements greater than 3,000 ohms. This measurement was noted after a transmission and via pacing system analyzer (psa) testing. A new lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. Upon completion of analysis, this report will be updated with pertinent information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to acute high out-of-range impedance measurements greater than 3,000 ohms. This measurement was noted after a transmission and via pacing system analyzer (psa) testing. A new lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. Upon completion of analysis, this report will be updated with pertinent information.